Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the perifix fx epidural catheter sheared during removal procedure. Details of event: anesthesiologist reports that upon attempt to remove catheter from patient, resistance was encountered. Further attempts to withdraw catheter from patient resulted in catheter body fracture, elongated withdrawal of steel coil from patient's back, and approximately 3 cm of catheter body fragment remaining sub-q in patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.